Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty installing the cartridge onto the pump and that an error occurred during the load process. It was also reported that the cartridge did not properly fit onto the pump. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer; however, no additional information was provided.

Manufacturer narrative:
The reported issue could not be confirmed; however, a different issue was found.